Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2015. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
This is follow up#1 to report on 25/sep/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ventral incisional hernia surgery and was implanted with first strattice device lot sp100176-065 on (B)(6) 2015 and 2nd strattice device lot sp100134-164. On (B)(6) 2016, patient underwent partial explant midline mesh and revision rlq mesh with enterolysis of adhesions bowel to mesh & implant additional mesh (non-abbvie device) for recurrent ventral hernia repair with complex abdominal fascial repair and jp drain placement. As per the ppf form, the patient claims: interventional revision and removal surgery, pain, hernia recurrence, abdominal bulge, adhesions requiring enterolysis, partial mesh explant, mesh revision, additional mesh implant, jp drain x 2 placement, emotional injuries without treatment. The form lists the condition that was treated: hernia recurrence, pain, abdominal bulge between (B)(6) 2014 - (B)(6) 2015. Interventional revision and removal surgery, pain, hernia recurrence, abdominal bulge, adhesions requiring enterolysis, partial mesh explant, mesh revision, additional mesh implant, jp drain x 2 placement, emotional injuries without treatment approximately (B)(6) 2016. The ppf form also indicates that the patient was implanted with a non-abbvie device with gore bio-a tissue reinforcement with lot #: 14458330 on (B)(6) 2016. The form indicates that the device has not been removed/revised. This is the patient reported under patient identifier (B)(6) (B)(4)). This emdr is being submitted for the 1st strattice. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2015. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot sp100176 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.